Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer was instructed to reset the pump to resolve the issue. Customer declined follow up from tandem technical support. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address bg level. No additional information was provided.